Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem is showing an hourglass on the screen. He does not know if it is charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash micro-controller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective component. The pt received a replacement battery charger/modem.